Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the mvp-9q migrated after being implanted in the splenic artery. The mvp-9q was implanted in the splenic artery with no noticeable issues. The vessel measured 7mm. A mvp-7q was placed in the common hepatic artery and coils were placed in the celiac aneurysm as well as a feeding gastric vessel. No movement of the mvp-9q was noticed unit the sheath was removed from the celiac trunk then the mvp-9q moved considerably distally. No symptoms have been noticed with the patient yet but it is expected that the patient will experience a partial or full splenic infarct. However, as of now the patient is asymptomatic. This event occurred during the treatment of a celiac trunk artery aneurysm treatment.